Manufacturer narrative:
G4 - premarket / 510(k) #(cont.): k160514, k222568. Device evaluated by MFR: the device was returned for analysis. A kink was observed on the tip. Microscopic inspection revealed that the guidewire exit port was damaged. It was deformed/lifted. No other issues were identified with the device. The reported guidewire entanglement can be confirmed since the exit port damage and kinked tip could have contributed to the reported issue.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. An opticross 18 was selected for use. Catheter tested outside body and prepped as normal. Upon turning on to image after positioning, the catheter twisted on the non-boston scientific wire. The device was removed from the patient intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket/510(k) #(cont.): k222568.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. An opticross 18 was selected for use. Catheter tested outside body and prepped as normal. Upon turning on to image after positioning, the catheter twisted on the non-boston scientific wire. The device was removed from the patient intact, and the procedure was completed with another of the same device. No patient complications were reported.